Event description:
Customer's daughter reported customer was not able to test his blood glucose because calibration bar is missing from the meter package. Customer's daughter reported customer was experiencing symptoms of weakness and sweating then loss of consciousness. There is no report on diagnosis or third medical intervention.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.